Manufacturer narrative:
H10. H3, h6: we have now completed our investigation into the reported complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. The returned device underwent a product evaluation. An initial visual inspection did not identify any issues. A functional evaluation confirmed that the pump had reached its 7 day expiry due to being in use for this period of time. No errors were detected. We have, therefore, not been able to confirm a relationship between the event and the device. The root cause remains undetermined. The 7 day timer is activated as soon as the batteries are inserted. As stated in the IFU ¿after 7 days of therapy the pump will automatically cease functioning¿. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the cassette does not suck despite the change of foam in the pico bandage. The event happened during treatment and there was a 2-day delay related to the malfunction. The customer reported that during those two days apparently there was no suction. A back up was available and the patient suffered no harm or injury.